Manufacturer narrative:
(B)(4). Investigation results one accutrac 200 laser fiber was returned in one piece. The piece measured approximately 318.8 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel completely to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within the connector. The condition of the returned device confirms that the fiber failed to fire which was due to broken within the sma connector. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that an accutrac 200 laser fiber used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a lisa sphinx holmium 100 watt laser console. According to the complainant, during the procedure, there was no energy coming out from the laser fiber and the aiming beam was also noted to be faint. The user tried to disconnect and reconnect but there was no difference. The procedure was completed with another accutrac 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was fine after the procedure. Note: this event has been deemed an MDR - reportable event based on investigation results which revealed that the laser fiber was broken within sma connector.